Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed with no anomalies found. (B)(4).

Event description:
It was reported that one day after the implant procedure, the left ventricular lead was dislodged. The lead was attempted to be repositioned, but each time the sheath was slit, the lead dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.